Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have bled profusely with sensor. Customer's blood glucose was 113 mg/dl and went up to 464 mg/dl during the night. Customer reported that medication taken which may cause bleeding was 81 mg of aspirin. Customer was able to remove sensor, and it was not bent. Customer was advised that sensor would be replaced.